Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with approximately 150-170 units of insulin. At the time of the reported event, the customer declined to reload the existing cartridge. The customer's blood glucose level was 95 mg/dl.